Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that a bd nexiva¿ closed IV catheter system had a collapsed package containing 10 devices. It was also noticed that the plugs of seven of these devices was detached. Investigation summary: received 10 unused 22ga bd nexiva closed IV catheter system d/l units within sealed packages lot 8145552. Four photos were provided for observation of this incident which revealed the units to be similar to that of the returned units. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of package damaged / defective / other with lot #8145552 regarding item #383532. DHR review for this lot was previously conducted for investigation (pr 616633-631148 cr), which disclosed a total of (B)(4) units were manufactured on nfa line 2 from 26may18 through 6jun18. 2 non related quality notifications (200753074 incomplete seal-run through and 200752634 expired td) were initiated during production. Disposition, root cause and corrective actions were applied per quality control plan. 4 non-related qns were in place during production. Investigation conclusion: all 10 sealed packages revealed to have the bottom web (blister tray) distorted/deformed, which was evidence that the damage to the packages was due to exposure to some type of excessive heat. No damage was observed to the seals of the packages/blister trays confirming the sterility barrier was not compromised and all components were present. The defective condition of the packages/blister trays observed in this incident does not affect fit, form of function of the product. The photos revealed the same anomaly/defect as that of the returned samples. One photo revealed the vent plug to be loosened from the catheter which was also seen in some of the returned units; this may have resulted from the distortion (compact) of the package. Root cause description: a definite root cause for the deformity in the packages (bottom web/blister trays) could not be established. Potential contributors to the failure of package damaged/defective are misuse/mishandling or external conditions of exposure to extreme/excessive heat. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a collapsed package containing 10 devices. It was also noticed that the plugs of seven of these devices was detached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a collapsed package.